Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 60% stenosed and calcified lesion in the superficial femoral artery. A 5.5x200mm armada 18 balloon catheter ruptured during the first inflation at 6 atmospheres. The procedure was successfully completed with an unspecified balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.